Event description:
Event description boston scientific received information that three second pacing pauses were observed on the telemetry strips from this pacing system. The pauses were while the patient was sleeping and was therefore asymptomatic. Device evaluation was normal and adjusting the sensitivity was recommended by a technical service consultant. However, isometrics resulted in high thresholds and syncope. Therefore, the ventricular lead was removed from service and replaced without further incident.